Manufacturer narrative:
Additional information received indicates that the device was not returned for evaluation; however, through communication with the initial reporter and images of the device, the main board was determined to be the cause of the reported problem and replacement of the mainboard was recommended to resolve the issue.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that before use, complainant alleged that the device experienced a blue screen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A field service engineer (fse) went on site to evaluate and repair the device and to replace the mainboard. After the replacement, the device successfully passed calibration and verification testing and was returned to normal operation. The defective mainboard was returned for evaluation, but the customer's reported issue could not be replicated, and the mainboard passed all functional testing. A review of the device logs showed that the device was forced to shut down by the user, and after restarting there were no further issues observed. The log review confirmed the reported blue screen by the customer; however, the vent was not active at the time of the event. Based on the fa lab evaluation and log review, the claim will be closed as an observed-in-log recoverable error.